Event description:
It was reported that there were multiple issues with the case. Pi box with p2214973 randomly stated it needed to be upgraded in the middle of the case. The system did not alert the physician that is was not monitoring. Hooked up pi box p2214248 and initially connected wirelessly but later checked and was not connected. Got electrode off message but no audible tone. They got message that is was out of measurement range and was trying to connect wirelessly even though was wired. Again, not getting any sort of audible tones that there was an issue. Switched to nim 3.0 and connected correctly but the nerve would not stimulate. Also tube appeared to have a leak in the cuff switched tube ,second nim tube used with same serial number had a cuff leak. Also, stimulated when initially used and then would not stimulate the nerve later in the case.  Delay of 15 minutes. No injury to patient.

Manufacturer narrative:
H3: analysis found visually, device was contaminated on the distal ends of the tube, especially the cuff balloon, when returned. Additionally, device had surgical tape wrapped near the clamp shell. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, 33.4 ohms (blue), 26.9 ohms (blue with white stripe), 14.5 ohms (red), and 58.0 ohms (red with white stripe). For further analysis, a stylette was used to manipulate the shape of the sample in order to cause an out of specification condition, but the electrode resistances remained in specification after bending the tube in multiple directions around the clamp shell. Functionally, sample was connected to a nim system, and the trace pads were submerged in saline and, while manipulating with a stylette, sample passed the electrode check. However, during functional testing, sample initially had no erratic feedback, but after manipulation excessive feedback started occurring in channel 2 , and channel 2 for the sample eventually had a lead off detec tion error. For additional analysis, a syringe was used to inject 15cc of air into the cuff balloons of samples and no issues were encountered. The cuffs for sample were re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed on sample by submerging the entire tube assembly under water and no bubbles (leakage) was observed . A review of the global complaint data showed two similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.